Event description:
It was reported that there had been a gradual rise in high voltage impedance on the extravascular (ev) lead. In addition, at implant, there was a failed defibrillation threshold testing (dft). A couple of weeks later, dft at thirty joules was successful. Due to the rise in impedance, the physician decided to redo the dft . Thirty joules failed to defibrillate. The physician then decided to remove the extravascular implantable cardioverter defibrillator (ev-ICD) and the ev lead and implant a new device and defibrillation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.